Manufacturer narrative:
Additional information has been requested, and if received will be submitted on a supplemental report. This event created a serious injury in the past, and will be reported as a malfunction.

Event description:
It was reported that sales rep observed during a surgery procedure that the drilling went astray. He stated that the drilling is not centered. The surgeon used freehand-locking to complete the surgery. No adverse consequences were reported.